Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure on a patient in 2008. According to the complainant, "the clip went into the patient and when physician opened it, the clip fell off the catheter". The procedure was completed with another resolution clip and there were no complications as a result of this event.

Manufacturer narrative:
The suspect device has not been returned as it has been disposed of, therefore, the cause of the detachment is undetermined. The april 2008 15 month complaint trend report for the hemostatic clipping product family inclusive of all failure modes, was reviewed; no adverse trends were noted.